Event description:
Customer reportedly received result of 201 mg/dl and result of 94 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.